Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to place their system into MRI mode. X-ray imaging confirmed the lead to be fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 where the system was removed. During the removal the lead broke leaving a fragment in the patient [related manufacturer reference number:1627487-2026-00949].